Event description:
A customer reported an issue with the time settings on their device, noting a discrepancy greater than five minutes. There was no adverse impact to the customer¿s blood glucose level, as previous settings did not result in levels above 500 mg/dl or below 54 mg/dl. Technical support assisted the customer in updating the pump time and advised monitoring for potential recurrences. The customer acknowledged and understood the instructions provided.